Event description:
It was reported to philips the device energy output was low found during servicing. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty capacitor. The fse replaced the capacitor. The device passed all performance assurance tests and was placed back into use with the customer. No further communication was requested and no further communication was indicated.

Manufacturer narrative:
Upon investigation, this case was determined to be a duplicate record; the reported problem and results of the investigation are contained in MFR report #3030677-2022-00208.

Event description:
Upon investigation, this case was determined to be a duplicate record; the reported problem and results of the investigation are contained in MFR report #3030677-2022-00208.